Manufacturer narrative:
Consumer experienced the loss of three fillings. The serial number of the toothbrush was not provided. Complaint received from (B)(6). Device manufacturing date not available due to toothbrush handle not being returned.

Event description:
Consumer called stating that they lost three fillings after using a diamondclean toothbrush. No medical attention sought.

Manufacturer narrative:
Product was discarded by the consumer and not returned to confirm a malfunction has occurred.